Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced break in aseptic technique which led to peritonitis manifested by cloudy effluent and diarrhea. The breach was further described as the patient did not wear a mask during therapy. On the same day as the onset, the patient was hospitalized for the peritonitis and was treated with injection (inj.) Amikacin (250 milligram intraperitoneally (ip)), inj. Zactum (4.5 grams twice a day intravenously (IV)) and inj. Ofloxacin (100 milligram once a day IV) therapies, for peritonitis. One week later, the patient recovered from peritonitis and diarrhea. On the same day, treatment with amikacin, zactum and ofloxacin were stopped and the patient was discharged from the hospital. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, pd therapy was ongoing. No additional information is available.